Manufacturer narrative:
On (B)(6) 2019, mentor discovered that the initial report erroneously omitted an event detail. The correction is that the patient's rupture occurred after she had fallen. The "injury" patient code has been added to h6 due to the fall. Additionally, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The manufacture date has also been updated as the mre is now completed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: 250cc mentor memorygel breast implant (catalog number 3542507, lot 129462). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a 250cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The diagnosis was confirmed by a mammogram on (B)(6) 2019. As a result, the patient has a bilateral explantation scheduled for (B)(6) 2019.